Event description:
It was reported the customer had damage to their insulin pump. Customer stated there was a blue spot on their screen, spreading across the display. The customer stated they had fallen, causing the damage to their insulin pump's screen. Customer also stated part of their screen could not be viewed. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The displacement test could not be performed due to the display damage. A cracked case at the display window corners, a cracked reservoir tube lip and scratched reservoir tube window was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.